Event description:
Mother states that child complained of stabbing chest pain. Pt appeared cyanatic and complained of nausea and diarrhea. Mother called 911. Ambulance transported pt to a facility then to the hospital. Mother mixed a new medication cassette and changed the cassette. When mother arrived at the e.r pt was talkative and pink in color. Mother stated the ems told her they had done nothing for her and that she improved after the new cassette and pump connected for 15 minutes.